Manufacturer narrative:
The customer continued using windows nt version of dl2000 even after being notified of the discontinuance. A similar event was reported by the customer on 01/27/2013. Please see medwatch #2050012-2013-00103 for the report of the event.

Event description:
The customer reported that the datalink2000 (dl2000), which is a data management system, had assigned results from two different patient samples onto one sample identification number (ID). The customer noted that patient af is associated with sample ID 7312 and patient bk is associated with sample ID 7191. The customer reported that the dl2000 incorrectly assigned results from both patient af and patient bk to one sample ID (7191). Sample ID 7312 had no results and no demographics. The customer's laboratory information system (lis) had correctly associated both samples to the correct sample ID and demographics when the data was uploaded from the dl2000. No erroneous results were generated or reported out of the laboratory and there was no affect to patient treatment in connection with this event. Data for the event was requested but not provided. The customer uses a radisys windows nt system to run the dl2000 which was discontinued by beckman coulter effective december 31, 2009. Although the dl2000 appears to have had a database corruption, the customer had been notified on that the windows nt version of dl2000 was discontinued and is no longer supported. Despite the discontinuance notification sent on august 07, 2009, the customer continued to use the product.